Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related; angulated neck. Severely angulated proximal neck. Conclusion: endoleak. Anatomy related; angulated neck. Severely angulated proximal neck.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 58mm fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was reported as the diameter of the upper proximal neck was 16mm and the diameter of the aneurysm entry was 27mm. The proximal neck length was 17mm with 90 degree of angulation. It was reported that during the index procedure there was not enough space below the renal arteries and due to the curvature and 90 degree angulation of the proximal neck a type ia endoleak was observed. The physician stated that it was a predictable result due to the anatomy of the patient. The physician did not perform further treatment due to the patient¿s age. No clinical sequelae were reported and the patient will be monitored by the physician.